Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent low and high glucose events while using the system, including a sequence where elevated glucose was treated, followed by sensor disconnection, subsequent reconnection showing low glucose, automated corrections, and a meal bolus of approximately 10 units, with the user also pausing the pump when glucose trended down and overtreating lows. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-treatment of hypoglycemia with oral carbohydrates and no hospitalization. Investigation included troubleshooting and education with a plan for additional training. Investigation of this case revealed user behavior contributing to overtreatment of hypoglycemia and pump pauses during downward glucose trends. It was concluded that additional training is indicated to address hypoglycemia treatment practices and device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.